Event description:
It was reported patient underwent r hip revision approximately 5 years post implantation due to pain, altr, tissue damage, poor bone quality. Limb length discrepancy, feeling of subluxation and instability. During the surgery, significant aseptic lymphocytic vasculitis associated lesion reaction secondary to corrosion at the head and neck junction was found and required massive soft tissue debridement. The entire abductor mechanism was noted to be necrotic. The head, neck and liner components were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information the following sections were updated/corrected. Updated: b1; b7; d1;d2; d4; g3; g4; g5; h2; h4; h6. D11 item #: 00801804002/femoral head/ lot #: 61067661; item #: 00784803201/mod neck/lot #: 60766150; item #: 00630505840/liner/lot #: 61057345. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 -00775, 0001822565 - 2019 - 04620, 0001822565 - 2019 - 04220.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this event was previously reported under 1822565-2013-00963. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event has previously been reported on 1822565-2013-00963 the initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04219, 0001822565 - 2019 - 04220.

Event description:
It was reported patient underwent a right hip revision approximately 7 years post implantation due to unknown reasons. During the surgery, the head, neck and stem were removed. Attempts have been made and additional information on the reported event is unavailable at this time.